Event description:
Info received indicates the right head siderail will not latch.

Manufacturer narrative:
The tech found the siderail would not latch due to a damaged center arm assembly. He replaced the center arm assembly to repair the bed.